Manufacturer narrative:
Initial reporter occupation: inventory manager. The actual device has been returned for evaluation. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis and no air was found in left in the balloons. No damage or deformities are noted on the balloon assembly or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloons and the band was submerged in a water bath for approximately 30 seconds to check for air bubbles. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. No damage was found on the check valve. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The ops qe was contacted, and a nonconformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the doctor performed a coronary angiogram. After the case was completed from radial access the staff attempted to put on a large tr band. When air was inserted with the syringe it was immediately noted that the tr band balloon would not hold air in it. A second band of the same lot was opened and performed as planned. There was no patient harm, and the case was completed as planned. There was no blood loss. The event did not result in injury. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.